Manufacturer narrative:
No parts were returned to the manufacturer for analysis. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively and delayed the surgery by less than one hour. It was reported that the system was stuck in the application exiting screen for 40 minutes. The issue began after the previous case and it persisted while this surgery began. Ctrl+alt+backspace software reset resolved the issue. There was no patient present when this issue was identified.